Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with injection vancomycin (1g, frequency not reported), injection fortum (500mg, frequency not reported), and injection reflin (500mg, frequency not reported). At the time of this report, the patient remained hospitalized and the outcome was not reported. The therapy dosage was being maintained. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.